Event description:
Pt underwent racz catheterlysis of adhesions under fluoroscopy. After finishing lysis, catheter was unable to be removed, and became "initially" loose. Procedure was completed and following x-ray revealed a small piece in epidural space. Computed tomography scan was ordered, neurosurgical consult. Pt was placed on high steroid dose, hospitalized overnight, then transferred to another facility. Pt underwent magnetic resonance imaging, myelogram, and was discharged home.